Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose and was hospitalized due to diabetes ketoacidosis and high blood glucose. The customer stated she's had several issues with sets and pump; ended up with diabetes ketoacidosis. The customer's blood glucose was over 500mg/dl. Customer's cannula was bent and she was not getting insulin. Customer declined the high blood glucose troubleshooting.